Event description:
It was reported that post stent placement procedure using radiographic evaluation through the right brachial artery, the patient allegedly developed pain 12 days post implant. Upon examination, the stent was allegedly found ruptured. A bailout stenting was expected to be performed the very next day. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the lot number was not reported, a device history record review was not performed. It was not known whether the reported issue was potentially related to manufacturing. Investigation summary: the device was not returned to the manufacturer for evaluation.images were provided demonstrating three placed stents in the femoral arteries in overlapping condition. In this case the lesion was pre and post dilated, the vessel was moderately calcified.the images demonstrated a fracture of the stent which was in mid position directly distal to the overlapping zone with the proximal stent. Based on images provided the investigation was confirmed. A definite root cause could not be determined. Labeling review: instructions for use currently valid, in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address this potential risk. The instructions for use describe the stent deployment procedure by stating: 'confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent opposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' Balloon pre and post dilation was addressed: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' The instructions for use further state: 'cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the lifestent stent system products that are cleared in the us. The 510 k number and pro code for the lifestent stent system products are identified in d2 and g5. (Expiration date:12/2020)

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however images have been provided. The investigation of the reported event is currently underway. (Expiration date:12/2020). The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent stent system products that are cleared in the us. The 510 k number and pro code for the lifestent stent system products are identified.

Event description:
It was reported that post stent placement procedure using radiographic evaluation through the right brachial artery, the patient allegedly developed pain 12 days post implant. Upon examination, the stent was allegedly found ruptured. A bailout stenting was expected to be performed the very next day. The current patient status is unknown.